Manufacturer narrative:
(B)(4).

Event description:
Procedure: lap gastric bypass. According to the reporter: during the procedure, the doctor reported extra bleeding. Two weeks post op the patient was coughing up blood. Bleeding was treated with medications.